Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No motor error alarm, no excessive no delivery alarm and no charge or battery lasts less than expected anomaly during test noted. Motor passed motor test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had several motor error alarms. The customer also stated that the insulin pump had unexplained no delivery alert frequently. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.